Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's ipg was explanted and replaced. The stimulation therapy was restored.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient last charged and used the ipg over a month ago and the programmer displays a communication error. An sjm representative interrogated the system and confirmed the ipg is inoperable. Surgical intervention may take place to address the issue.